Event description:
Clinical trial. Same case as MFR# 2134265-2008-00658. It was reported that post index procedure, the patient had a target vessel revascularization (tvr). The patient presented to the index procedure with an acute myocardial infarction (mi). The index procedure treated a de novo lesion in the mid left anterior descending artery (lad). The lesion was 2.75 mm wide, 20 mm long, and 100% stenosed. The physician predilated the lesion prior to placing a 2.75 x 24 mm taxus express2 stent. It was noted that a dissection occurred. A 2.75 x 12 mm taxus express2 stent was placed to cover the dissection; the 2 stents overlapped. The cause of the dissection is unk. Residual stenosis was less than 9%. The patient received heparin, iibiiia inhibitors, plavix and aspirin during the procedure. The patient was discharged 5 days later on aspirin and plavix, amongst other medications. In 2008, the pt experienced chest pain when walking. The night prior to admission, the patient had chest pain at rest. ECG showed ischemia, and the patient also had an mi. On day 663 post index procedure, the patient had an angiogram which revealed 100% in-stent restenosis in the mid lad. Thrombus was also present. Another taxus stent was implanted in the mid lad. There were no complications. The patient was discharged one day later when the event resolved. In the opinion of the physician, there is a possible relationship between the tvr and the taxus stents.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.